Manufacturer narrative:
The returned device was evaluated and pod arrived fully deployed. A tear was identified on the internal portion of the soft cannula, from which fluid leaked from. The internal leak resulted in the generation of an 0x3d alarm, indicating step sensor asserted before wire driven. The leak also caused fluid damage on several internal components and resulted in low battery voltages. The internal tear and subsequent fluid leak is confirmed as the root cause of the reported alarm. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone; phone_control_ios. Cloud - omnipod 5 software app version; 1.1.6. Cloud - smartphone operating system; 18.1. Cloud - smartphone hardware; iphone16.1. Cloud - cgm sensor type; g6.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl.